Event description:
A report has been rec'd that reported a possible dialyzer allergic reaction. For this event, it was reported that the pt rec'd diphenhydramine intravenously for itching. The medication was administered at the start of the treatment. The pt continued to report some itching during dialysis as well as after dialysis. The pt completed dialysis with use of this dialyzer and was discharged to home. There is no sample and the lot is unk. The pt continued to receive dialysis with use of this dialyzer.

Manufacturer narrative:
(B)(6).